Event description:
The reporter contacted animas on (B)(6) 2012 alleging that starting about one week ago, pump began rebooting on its own without user intervention and the rebooting has persisted even though the battery cap has been replaced twice within 2 months. The reporter denied any structural damage to the battery cap, the pump or the threads. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified rebooting had occurred. The pump was returned with a battery compartment cracked, and the battery cap threads were stripped. The battery cap would not fully tighten and would easily detach from the pump, resulting in power loss. A test battery cap was able to fully tighten. Using the test cap, the pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.